Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high impedance, and fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analysis of the device memory indicated the right ventricular (rv) lead lead integrity alert (lia). Analyst commented, rv lia warning occurred on (B)(4) 2015 for 2 or more high rate non sustained tachycardia episodes and rv lead impedance variation in last 60 days. The impedance on the rv was beyond the expected upper range. Beginning (B)(4) 2015, rv pacing impedance rose to 760 ohms up from a trend of 400 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter(sic). Analyst commented, beginning (B)(4) 2015, ventricular sic up to 34; ventricular tachycardia (vt) non sustained episodes due to lead noise oversensing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).